Manufacturer narrative:
Conclusion the complaint can be verified. Result the display is missing a pixel column due to an interrupt of the heat-seal connection. The customer is not able to see 100% of the display. The defective pixel cannot lead to misinterpretation of insulin amounts.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the display on the patient's infusion device had a black spot on it and the patient was not able to read the insulin value when programing a bolus. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.